Manufacturer narrative:
Pfs and medical records received. Pfs alleges pain, popping & clicking, and potential loosening. After review of the revision operative note there was no mention of loosening, increased metal ions, or infection. The head and liner are being reported at this time. It was noted that a small crack was made in the calcar while a osteotome was being used. The surgeon didn't see a need to place a cable at the time of revision. Doi: (B)(6) 2009 dor: (B)(6) 2012 (right hip). Patient is a resident of (B)(6). The devices associated with this report were not returned. A review of the device history records for the 2756132 lot code found one manufacturing deviation. It was confirmed that the deviations should have had no effect on the reported complaint. A complaint database search finds no other reported incidents against the remaining product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pfs and medical records received. Pfs alleges pain, popping & clicking, and potential loosening. After review of the revision operative note there was no mention of loosening, increased metal ions, or infection. The head and liner are being reported at this time. It was noted that a small crack was made in the calcar while a osteotome was being used. The surgeon didn't see a need to place a cable at the time of revision.